Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was reported that during a lead revision procedure, insulation damage of the implantable pacing lead (ipl) was observed, and the lead was explanted. No patient complications have been reported as a result of this event.